Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
Event detail: (B)(6) 2011: reported by dr (B)(6) to (B)(6) at (B)(6), that the previous friday evening, (B)(6) 2011, on a late case, with uncustomary staff, the scrub put the dermatome blade in upside down and the patient received a deep initial cut which required a suture repair. Dr (B)(6) stopped the device immediately upon noting unit was not handling correctly and avoided further depth to injury. Blade was removed, replaced correctly, and procedure continued to harvest grafts from multiple planned sites; so, there was no actual "additional" harvest. Minimal increase to length of surgical time for suture repair.